Manufacturer narrative:
Additional and/or corrected data: b2, b5, b6, b7, d3, d6a, g1, h1, h6. A review of the device history record for strattice lot sp300022 has been completed. No deviations or non-conformances noted.

Event description:
This medwatch is being filed to report the following corrected information. Out of an abundance of caution, we are conservatively reporting the patient's death given the surgeon's statement that "mesh defects not apparently directly causally related to death, but yet to be determined." As additional information, the surgeon reported the patient's diagnoses include "-posterior urethral valves -renal failure and limited dialysis access -kidney transplantation and graft thrombosis and multiple laparotomies." The pathologist also reported that the tissue had been retrieved from the patient. The tissue will be sent for analysis.

Manufacturer narrative:
Additional and/or corrected data: b5, d3, d9, h3, h6. The device was analyzed, and the result of the investigation is as follows: "gross description: an 18 x 6 x .2 cm flexible ovoid white and gray irregularly colored flat tissue fragment. There are several blue synthetic sutures around the edge of the fragment, and a 6 cm sutured wavy incision towards one edge of the tissue. Adjacent to this suture line a 3 cm attenuated area is seen, which appears almost transparent. Representative sections are submitted for microscopic examination in 3 cassettes. Microscopic description: on h&e stain, dense collagenous bundles are seen on cross-section of the flat tissue fragment, without inflammation or fibroblastic ingrowth. There are foci which appear more homogeneously fibrotic without discrete collagen bundles, also largely acellular, focally, there are a few confirmed zones of apparent bluish fibrillar change, without inflammatory infiltrate. Throughout many areas, scattered inert synthetic-type spherules are noted, also without accompanying cellular reaction, presumably the synthetic suture material, seen in cross-section. Special stain for vvg-elastin shows no residual elastin fibers: these would be more plentiful in native human dermis than in porcine dermis. B&b gram stain for bacteria is negative for organisms, as is gridley stain for yeast/fungi." "Addendum: further examination of the h&e sections suggests that the foreign particles noted above are spherules, ovoids and short separated chains. Although synthetic suture particles are a possibility, these structures may also be consistent with foreign vegetable material. This may represent glove contaminants, pollen, or stomach/abdominal contents, etc. There is no tissue reaction or inflammation associated with these structures, and they are also seen extensively at the outer tissue edges, suggesting non-pathogenic contamination of some type." The break in the tissue described by the surgeon was consistent with the visual analysis findings; however, it was not possible to determine the root cause. The reported events of death, wound healing, and unsatisfactory result are physiological phenomena, and therefore causality cannot be determined by product analysis. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. The reported events are addressed in the labelling. Internal investigation of complaint lot sp300022 included complaint history review for the reported lot, lot processing review, storage review and distribution/implantation records review. Qa investigation resulted in no remarkable findings including no other related complaints against the lot and no related deviations or non-conformances were revealed. The complaint related lot met release criteria for the finished product. This concludes the internal investigation. If additional information is provided to us, the record will be re-evaluated.

Event description:
The pathologist reported that the tissue had been retrieved from the patient. The tissue was received and underwent histological, pathological, and gross visual analysis.

Event description:
The hospital subsequently released extracts from the findings of the coroner's inquest. "A paediatric post-mortem examination was carried out [... Date, at the request of hm coroner]. After the autopsy examination, a discussion with a member of the surgical team was held, authorised by hm coroner. Subsequent to this meeting, the surgical mesh (strattice reconstructive tissue matrix mesh) was submitted to the manufacturer (abbvie/lifecell) for further testing of the device. For the outcome of this testing, I defer to their analysis." "The laparotomy wound was closely inspected. The presence of two sutured defects in the surgical mesh were confirmed (their further analysis will be carried out by the manufacturer). The edges of the mesh showed intact suture lines, but the skin bridges and the underlying fat showed necro-inflammatory changes (confirmed on histology) in keeping with partially treated superficial wound infection. Although the microbiology cultures from the mesh surfaces isolated a mix of bacteria and fungi, no evidence of ongoing fungal infection was confirmed on microscopic assessment. There was no evidence of an abdominal wall abscess or signs of deeper, intra-abdominal infection such as peritonitis." "The presence of a localised wound infection of the abdominal wall was confirmed but there was no morphological evidence of sepsis detected at autopsy. Although the defects within the surgical mesh were, in my opinion, not relevant in the sequence of the lethal events, for further analysis I defer to the manufacturer of the mesh (abbvie/lifecell)." "The medical cause of death at inquest was determined to be: 1a multi organ failure 1b early graft failure cause by acute renal vein thrombosis (graft explantation on [date]) 1c partially treated infection 1d end stage chronic kidney disease running out of dialysis caused by congenital dysplastic kidneys (treated with peritoneal & haemodialysis and transplant)." "The coroner's conclusion was: '[child's name] died from natural causes, contributed to by the recognised complications of attempts at life saving treatment. Following renal transplant surgery [their] surgical mesh was later found to have holes. However, this is unlikely to have contributed to the outcome.'"

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.2. Abbvie is submitting this supplemental final medwatch to provide the findings of the coroner's inquest as they were not released until after submission of our previous final report. The conclusions of our internal investigation remain the same. No further information is available. If additional information becomes available, abbvie will submit a follow-up report.

Manufacturer narrative:
This safety event is being reported as serious injury due to the reported wound healing and holes in the strattice mesh with surgical intervention. The event of death has been evaluated and determined to be not device-related based on the surgeon's statement. A review of the device history record for strattice lot sp300022 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available during follow-up, a supplemental report will be submitted.

Event description:
A surgeon reported via the distributor the following: ¿we recently had a complex paediatric kidney transplant, but unfortunately the kidney thrombosed and needed to be removed a few days later. The child was unwell and a strattice rtm was inserted as a bridge between the abdominal fascia to enable skin closure. I took the patient back to theatre a week or so later because they had developed a superficial wound breakdown. At that point I noticed two holes in the middle of the strattice mesh, each approximately 3 to 4 cm in length, which I thought was very unusual. There seemed to be some enzymatic degradation and softening of the mesh although there was no obvious bowel perforation or contamination within the peritoneal cavity. Because the patient was unwell, I repaired the defects with interrupted pds sutures. Unfortunately, the child died a few days later. I have never seen a strattice mesh degrade or rip or tear in this way." The surgeon also reported that "child died." "This does not appear to be directly attributable to mesh defects." The surgeon subsequently reported that "at the time of mesh insertion the wound was clean contaminated (anastomosis to the bladder), but the superficial wound subsequently broke down with the mesh visible underneath, with some mucky fluid apparent, so dirty-infected at the time of washout." The implanting surgeon reported that the tissue was "soaked in a bucket with normal saline for 2-3 minutes before using." The surgeon also reported via a user report to the mhra that "child died 2 days later, cause yet to be identified (?multi-organ failure due to possible sepsis?), with mesh still in situ."